Manufacturer narrative:
The product was not returned for analysis. Per the report, the lenses remain implanted. The complaint history and product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. A malfunction has not been indicated against the product. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature article titled "outcomes and complications of iris-fixated intraocular lenses in cases with inadequate capsular support and complex ophthalmic history" the authors present details of multiple cases with various postoperative complications. One hundred and seventeen eyes were followed and examined with a mean follow up time of 22.4 months. The most common pre disposing risk factor was high myopia in 23 eyes. A significant improvement in visual acuity was observed. The most common postoperative complications included recurrent iol (intraocular lens) subluxation in 16 eyes, intraocular pressure spike in 7 eyes, cystoid macular edema in 5 eyes, epiretinal membrane formation in 4 eyes and one case of endophthalmitis. Additional events reported included pupil ovalization in 6 eyes, pseudophakic bullous keratopathy in 5 eyes, hyphema in 3 eyes, vitreous hemorrhage in 2 eyes, glaucoma in 2 eyes, penetrating keratoplasty failure in 1 eyes, dsaek failure in 1 eye, macular hole in 1 eye, and choroidal detachment in 1 eye. Ocular examination with snellen visual acuity, tonometry and slit lamp biomicroscopy was performed on all patients at one day, one week, one month and all subsequent postoperative visits. All complications were recorded. No further information is available.